Event description:
Pt was brought to or for emergency mitral valve replacement. Using standard technique and prep, another co's introducer was inserted by the anesthesiologist into the right internal jugular vein using the seldinger technique. A co continuous cardiac output catheter was then inserted after hosp standard procedure of flushing connectors and inflating the balloon before and after transversing the sheath. The catheter was placed without difficulty. The catheter was withdrawn to about 30cm prior to valve repair without difficulty. When trying to manipulate the catheter prior to coming off bypass, the anesthesioloigst noticed that no air would come back after the balloon was inflated. The anesthesiologist told the surgeon that the balloon must have ruptured. When the catheter was removed there was no trace of the balloon on the tip of the catheter. The introducer sheath was dissected in order to search for the balloon. No balloon was found. A second co catheter was placed in the left subclavian without difficulty. It is not known where the balloon is, however, it is likely that the balloon remains in the pt.